Event description:
It was reported that during an open anterior resection of recto sigmoid colon, creation of end colostomy, rectus sheath catheter insertion x2. Linear stapler misfired while stapling across large bowel. Staples fired, but did not curl. Upon realizing, surgeon asked for a reload. Stapler misfired a second time. Again, stapler fired, but the staples did not curl. Additional time under anesthesia and prolonged care.

Manufacturer narrative:
(B)(4) date sent: 4/13/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What was the reason for using a 100mm device? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Please describe the staple formation across the staple line. What intervention was done intra-operatively? Was there a surgical intervention? If so, please describe. What is the current status of the patient? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # 694d04. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with two reloads (b and c) present along with the device. Both reloads were returned fully fired with the swing tab in locked position. Further evaluation shows the pin latch visibly off-center, having shifted significantly toward the right side, however this condition does not cause functional impact. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, a tyvek was returned along with the device. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 694d04, and no non-conformances were identified.